Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this competitor right ventricular (rv) lead and device exhibited low out-of-range (oor) pacing impedances which triggered a lead safety switch (lss). This measurement was noted just after the patient underwent an open heart surgery operation. The lead and device remain implanted. To date, no adverse patient effects have been reported.